Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na), potassium (k) and chloride (cl) with quality control (qc) issues on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the ise wash syringe, electrodes, ise mix motor, mix bar, and cleaned ise flow cell and d pot which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is ".